Event description:
It was reported that during the service evaluation process the lens of the device was found to be broken. As the event was found during service, no patient involvement or procedural delays were associated with the device.

Manufacturer narrative:
The reported event was confirmed through the visual inspection. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during the service evaluation process the lens of the device was found to be broken. As the event was found during service, no patient involvement or procedural delays were associated with the device.